Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during intraocular lens implantation surgery, lens damaged by handpiece injector and noticed plunger bent and had a rough edge. Additional information has been requested and no new information received.